Manufacturer narrative:
(B)(4). For event details related to the same patient see MDR #3010532612-2019-00074 and 1900066847. Teleflex did not receive the device for investigation. The reported complaint of the helium loss alarm is confirmed by alarm history recorder strips submitted with the complaint. A teleflex field service engineer serviced the pump and could not duplicate the alarm, and no iabp leaks were noted. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that intra-aortic balloon (iab) was placed in the patient. The patient was transferred to an outside hospital when persistent helium loss alarms began on the intra-aortic balloon pump (iabp). There was no was evidence of blood in the tubing and the patient is not moving. It was noted that the white ring on the helium drive line tubing would not stay in place. As a result, the iabp was exchanged. The patient is meeting the goals of therapy. There was a report of delay in therapy. There was no report of patient death.

Manufacturer narrative:
(B)(4). For event details related to the same patient see MDR #3010532612-2019-00074 and 1900066847.

Event description:
It was reported that intra-aortic balloon (iab) was placed in the patient. The patient was transferred to an outside hospital when persistent helium loss alarms began on the intra-aortic balloon pump (iabp). There was no was evidence of blood in the tubing and the patient is not moving. It was noted that the white ring on the helium drive line tubing would not stay in place. As a result, the iabp was exchanged. The patient is meeting the goals of therapy. There was a report of delay in therapy. There was no report of patient death.